Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this pacemaker revealed a right atrial (ra) lead safety switch had occurred. Impedance measurements were slightly elevated, however not high out of range. In addition, a low range impedance measurement was obtained. The patient with this lead is atrial dependent. Threshold measurements were normal. An internal technical service consultant was contacted who provided additional information regarding lead safety switch conditions. The device was returned several years following the reported observations without further allegation. No adverse patient effects were reported. Available information indicates the ra lead remains in service.